Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was not switching on. A review of system log file confirmed the reported malfunction. Upon functional testing, the fse found that the power inverter (point) failed internally as the error with the system focus issue, so system was unable to do x ray. To resolve the issue, the fse replaced the power inverter (point) certeray and carried out required adjustments to the system. After replacement and necessary adjustments, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the machine was not switching on. No harm was reported to philips. The device was outside of clinical use at the time of the reported event. The fse went onsite and replaced the power certeray and the system was returned to its functionality.